Event description:
It was reported that on (B)(6) 2022, a 4mm by 2mm amplatzer piccolo occluder was selected for implant in a 32 week, 1.7kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter 2.6mm, length of 9mm, and diameter at aortic ampulla of 3.4mm. The device was prepared per the IFU and implanted intraductally using a 4f 60cm amplatzer torqvue lp delivery system. It was observed during the procedure that the device migrated slightly and then embolized down to the abdominal aorta. The decision was made to emergently remove the device because it caused a gradient in the aortic arch. The physician then successfully snared the device and replaced it with another 4mm by 2mm amplatzer piccolo occluder (8474507). Temporary loss of perfusion to the right foot was reported and heparin was administered to treat it. The patient was reported as recovered and was discharged. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of embolism of the 4/2mm piccolo device was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott under non-physiological conditions. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, the correct size piccolo occluder for defect was a 4/2mm, the size of the embolized device. Information form the field indicated that the IFU was followed during the implant procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na